Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). Following predilation with a 2.5x15 non-bsc balloon catheter, a 2.50 x 16 synergy drug eluting stent was advanced but failed to cross the lesion. Additional dilation was performed with the same 2.5x15 non-bsc balloon catheter. When the device was inserted into the guide wire, the stent was dislodged outside patient. The procedure was completed with another 2.50 x 16 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: synergy ous mr 2.50x16mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the device. The stent struts are stretched and misaligned, there were three stent struts on one end that did not show any sign of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The proximal balloon wings on one side looked slightly open, stent was detached from the balloon and the wings had began to relax; however, the distal and center folds were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found a kink in the inner/outer 4.5 mm proximal of bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). Following predilation with a 2.5x15 non-bsc balloon catheter, a 2.50 x 16 synergy drug eluting stent was advanced but failed to cross the lesion. Additional dilation was performed with the same 2.5x15 non-bsc balloon catheter. When the device was inserted into the guide wire, the stent was dislodged outside patient. The procedure was completed with another 2.50 x 16 synergy&#10259;tent. No patient complications were reported and the patient's status was good.